Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two proglide devices after a right lower extremity interventional procedure using a 6f sheath. Initial flushing of the marker lumen with saline prior to use was successful with both proglide devices. Reportedly, no blood return was observed from the marker lumen of both proglide devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation for the reported obstruction of flow could not be determined. The unexpected medical intervention was related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.